Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 215 mg/dl before the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump gave him 10 units of un-programmed insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and set will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device monitored for several days and no unexpected bolus deliveries noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).